Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, mildly calcified, 90% stenosed, mid left anterior descending (lad) artery a non-abbott stent was placed in the lad; however, flow to diagonal 1 (d1) deteriorated. A 2.25 x 15 mm xience prime stent delivery system (sds) was advanced towards d1 through the stent struts of the implant but met resistance while crossing the struts. It was noted that during the attempt to cross the non-abbott implant stent struts, the xience prime stent struts got caught and became flared. The device was removed with slight resistance noted; a 2.25 x 8 mm xience prime stent was deployed in the lesion without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: soft, sion blue; stent: resolute. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.